Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 03 july 2024, a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) grade 4+. A triclip xtw (lot: 40319r1032) was chosen for implantation. The clip was advanced and grasped anterior/septal leaflets. During establishment of final arm angle (efaa), the clip was locked at 15 degrees but jumped open to 70 degrees. Troubleshooting was performed multiple times but the clip continued to fail efaa. The clip was removed, and a replacement triclip xtw was used to complete the procedure. A total of two triclip xtws were implanted, reducing tr to grade 1. There was no clinically significant delay.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.